Manufacturer narrative:
Review of qc starting on (B)(6) 2011 showed erratic qc results; some data points were as far out as 4 standard deviation (sd). A field service engineer (fse) was dispatched and examined the entire module. The fse also performed various precision checks with no root cause found. The root cause is unknown to date.

Event description:
A glucose post-mod customer contacted beckman coulter inc. (Bci), reporting two (2) erroneous glucose (glucm) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer while running in duplicate mode. The results provided by the customer are shown. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.